Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for out of range impedance measurement was observed. Patient was asymptomatic. During device interrogation, low, out of range, lead impedance was noted. There were no other anomalies. Patient will be monitored.